Manufacturer narrative:
Risk assessment; manufacturing records could not be reviewed because the lot # is unknown. The device was not returned for evaluation and the lot number of the device is unknown. The most likely cause of the customer reported event cannot be determined.

Event description:
It was reported that; surgeon reviewed xrays of a previous patient who underwent a fusion on (B)(6) 2016. He noted that the head of the left iliac bolt screw has disengaged from the screw shaft which is still in the patient. Surgeon uses an osteotome to create a hole in the iliac wing and then under fluoroscopy proceeds to use a lenke probe to create a path for the screw. He then uses a pedicle feeler, a hemostat & a ruler to chose the screw length. He does not tap for iliac bolts. After putting pelvic bolts in bilaterally he does birds-eye views of each bolt to ensure they are in the wing. He then connects offset neutral short connectors with blockers.

Event description:
It was reported that; surgeon reviewed xrays of a previous patient who underwent a fusion on (B)(6) 2016. He noted that the head of the left iliac bolt screw has disengaged from the screw shaft which is still in the patient. Surgeon uses an osteotome to create a hole in the iliac wing and then under fluoroscopy proceeds to use a lenke probe to create a path for the screw. He then uses a pedicle feeler, a hemostat & a ruler to chose the screw length. He does not tap for iliac bolts. After putting pelvic bolts in bilaterally he does birds-eye views of each bolt to ensure they are in the wing. He then connects offset neutral short connectors with blockers.